Event description:
It was reported that the box was out of service. There was unknown patient involvement. Per reporter, the problems were discovered when the equipment was returned during the restocking checks and annual preventive maintenance. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged, the battery compartment was damaged, the lens was scratched and the remote dose connector was damaged. No issues were found in the event history log. Functional testing found that the dso seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's dso seal was damaged. The dso sensor, dso seal, battery compartment, lens and remote dose connector were all replaced.